Event description:
New information noted that insulation damage was observed on the right ventricular (rv) lead during the procedure, and it was attempted to repair the rv lead but unsuccessful, prior to capping and replacement of rv lead.

Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the right ventricular (rv) lead exhibited inappropriate shock due to noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.